Manufacturer narrative:
This report is filed july 25, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to infection and extrusion of the electrode array.